Event description:
The device was used during an unk procedure. It was reported by the affiliate that the device jammed on the third firing. There was no pt consequence.

Manufacturer narrative:
Damaged firing mechanism. Product comlaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: lockout postion fired, cartridge condtion partially fired, cartridge return batch number j00e6a. Functional tests & result: condition of firing trigger lockout good, condition of pinion gear broken, conditioin of short rack broken, condition of yoke good, was instrument cycled no. Analysis conclusion: based upon info received and visual examination, it was concluded that the instrument was returne non-functional. Instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.